Event description:
On 10/7/98 the account reported an erroneous platelet count of 46,000/mm3. The sample had been run three times and platelet counts of 14,000/mm3, 67,000/mm3, and 46,000/mm3 were obtained. Platelet controls were failing during the time of testing. A smear was not reviewed prior to reporting the result. On 10/9/98 the pt presented to the ER and a platelet count of 1,000/mm3 was obtained. The sample from 10/7/98 was then retested. A platelet count of 5,000/mm3 was obtained on the cd3200 and a platelet count of 1,000/mm3 was obtained on the cd1700.